Manufacturer narrative:
Additional information: g3, h3, h6, h11. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-8741-40, with batch number 1392132, revealed a broken distal tip. Therefore, arthrex was able to deduce a most likely cause. The most likely cause for the reported failure can be attributed to the excessive force used to pry and/or leverage the device.

Event description:
On 02/07/2025, a sales representative via (B)(4) reported that an ar-8741-40 t10 driver broke mid-case. The device broke inside the patient. There was an unknown case delay. This was discovered during a mis bunion procedure. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.